Event description:
It was reported that the patient had a right clavicle repair on (B)(6) 2013. About 2 months post-op, she woke-up and her shoulder felt odd. The patient had an x-ray done and it showed that the plate had broken in half. On (B)(6) 2014, revision was performed and the plate was removed and 2 different plates and a bone graft was inserted to complete the repair. Pt is doing fine to date. Follow-up: the clavicle was revised using another ar-2655cr and accompanied by an arthrex 8 hole plate surrounding both sides of the bone plus another manufacturer's bone graft to complete the repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed the plate broke diagonally in half by its mid section. The surface of the fracture face appears to be uniform with some worn out areas. Features observed on the fracture surface are typically seen on metal fracture due to metal fatigue from bending stress that exceeded the fatigue strength of the material. In addition, presence of worn out or post-fracture rubbing damage areas is indicative of low cycle fatigue fracture mode. Based on the event description and observed evidence, the most likely cause for the complainant's event was in-vivo loading of the device possibly causing a fatigue fracture and/or patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress; post-operatively, until healing is complete the fixation provided by this device should be protected; the post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.